Event description:
Asr revision; asr xl acetabular system; reason for revision : aseptic loosening of component (acetabular cup).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.